Manufacturer narrative:
The customer reported that there was a pads cable malfunction. No adverse patient impact was reported. Philips field service engineer evaluated the device and verified the reported symptom. The therapy cable and therapy port were replaced to resolve the symptom. The device passed all standard testing and was returned to service. This is consistent with an intermittent electrical malfunction between the therapy cable and the therapy port.

Event description:
The customer reported that there was a pads cable malfunction. No adverse patient impact was reported.